Event description:
The customer reported having high (>500 mg/dl) blood glucose levels through the night and into the morning. When the pod was removed, the customer noticed that the cannula never deployed. After the customer removed this pod and put on a new pod, her blood glucose levels went down.

Manufacturer narrative:
The returned device was evaluated and the cannula was found to be retracted. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.